Event description:
The patient experienced overdose with symptoms of urinary retention and low tone. The initial dose was too high. The patient was weaned to a lower dose. The event resolved without sequelae. The pump was delivering lioresal.

Manufacturer narrative:
Programmer model# 8840, serial# unk, catheter model# 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk (B)(4).

Manufacturer narrative:
(B)(4).